Manufacturer narrative:
The customer contacted the siemens customer care center. A siemens specialist remotely ran service method tests (smts) and determined smt for sample mixer 3 recovered unacceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and replaced the sample 3 (s3) mixer. The sample 3 (s3) manifold plate was adjusted and the s3 probe was aligned. The instrument quick check was performed and passed. The cause of the discordant, falsely depressed carbon dioxide (co2) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result obtained on the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.